Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated, that sometimes when has hand comes off joystick while going up his ramp the left motor wont lock and there is a squeak from the motor as the left tire rolls back after the right has stopped.

Event description:
Dealer stated, that sometimes when has hand comes off joystick while going up his ramp the left motor wont lock and there is a squeak from the motor as the left tire rolls back after the right has stopped.

Manufacturer narrative:
(B)(6). The device was evaluated by the returns department which found that the issue could not be duplicated.